Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Both of the reported astato xs 20 guide wires were returned for investigation which are hereinafter referred to as astato xs 20 (1) and astato xs 20 (2). The returned astato xs 20 (1) was found with its outer coil loosened distal to the proximal solder (set at 170mm from the wire tip to fix the outer coil onto the core wire) and fractured at the mid solder (set at 15mm from the wire tip to fix the outer coil onto the core wire). The core wire was found fractured at approximately 12mm distal to the mid solder. The fracture end of the outer coil had a trace of fracture due to torsion generated most likely when the outer coil was pulled and straightened. The returned astato xs 20 (2) was found with its outer coil fractured at the mid solder and its core wire fractured at approximately 13mm distal to the mid solder. The fracture end of the outer coil had a trace of fracture due to torsion generated most likely when the outer coil was pulled and straightened. Observation by scanning electron microscope (sem) of each of the core wire fracture ends of astato xs 20 (1) and astato xs 20 (2) found a flat fracture surface and helical patterns on the shaft, inferring that the fracture was attributed to accumulated torsional stress. Measurement of the returned astato xs 20 (1) suggested that the outer coil was fractured at approximately 15mm from the tip and the core wire was fractured at approximately 3mm from the tip. Measurement of the astato xs 20 (2) suggested that the outer coil was fractured at approximately 15mm from the tip and the core wire was fractured at approximately 2mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and the investigation outcome, it was presumed that, with regard to both of the astato xs 20 (1) and astato xs 20 (2), torsion generated with guide wire manipulation while the distal segment of the guide wire was caught by the lesion might have been locally accumulated, fracturing the core wire. Subsequently, the outer coil was fractured when stretched due to tension generated during withdrawal and torsional stress applied on the outer coil segment that had been fixed onto the mid solder. No CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that a plain old balloon angioplasty (poba) was performed for a heavily calcified chronic total occlusion (cto) in the superficial femoral artery (sfa). An attempt was made with the subject asahi astato xs 20 guide wire to antegradely cross the calcified lesion but failed. Another unit of astato xs 20 guide wire of the same lot was used to cross the lesion but failed again. The approach was switched to retrograde and each of the astato xs 20 guide wires that had been failed to cross the lesion antegradelly was used to cross the lesion but both of them failed. During the retrograde approach, the distal segment of each of the two astato xs 20 guide wires broke off, leaving the both fragments left in the patient anatomy. Decision was made to leave the fragment in situ. It was informed that the patient would undergo a bypass surgery as the target vessel was not revascularized. Another unit of astato xs 20 guide wire of the same lot that was used in this same case is being reported in MFR report #: 3003775027-2024-00078.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749 device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. The cause of the reported event could not be identified due to limited information and as the subject device had not been yet returned to the manufacturer. Based on the obtained information, results of lot history records review, and referring to known similar events, it was presumed that tension or torsion generated with guide wire manipulation might have been locally accumulated on the subject astato xs 20 while its tip was caught by the cto. Consequently, the distal segment of the guide wire was separated. It was concluded that this event was not attributed to product quality. No CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.